Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump went into threshold suspends. Customer also reported a bent sensor cannula. Customer's blood glucose reading was 195 mg/dl. Nothing further reported.

Manufacturer narrative:
Sensor performed bicarbonate buffer test. Sensors failed with high readings. Found sensor cannula bent. Unable to perform insertion complaint is against sen-serter no needle. Unable to produce skin irritation in lab.